Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they were getting device not responding when they tried to connect to their implant. They said they were able to feel the device through their skin. The patient reposition the communicator about 2 inches below their incision, and continually readjusted the communicator position in order to get connected, but the issue persisted. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the device not responding message and not being able to connect was determined. The most likely cause was due to the battery/system not being functional. To resolve the issue, a replacement is needed. (B)(6) 2024 lfc1, lfc2 (hcp): additional information was received from the healthcare provider. It was reported that the replacement surgery was planned/scheduled for (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.